Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had pain at the insertion site. The implantable cardiac monitor was explanted and replaced. The patient was stable.

Manufacturer narrative:
Device was tested on the bench and no anomalies were found.